Manufacturer narrative:
Date sent: 08/28/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a CABG procedure, the clip was not securely and completely placed around the vessel being ligated. There was no reported patient consequence.